Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 180, 126, 129 mg/dl. Tests were done within minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.